Event description:
Falsely elevated troponin I results were obtained on four patient samples. The results were reported to the physicians. The original samples were repeated on an alternate analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that, the cause for the falsely elevated troponin I result was due to a misaligned wash probe, and pump panel failure.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that, the cause for the falsely elevated troponin I results was due to a misaligned wash probe and pump panel failure. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specifications.